Event description:
The pt reported that she scratched her back and accidentally removed the scab where her trial lead was inserted and "pus started pouring out" a culture was taken which identified a "staph infection" - mrsa. The pt was treated with rifampin and daptomycin. Further info received from the hcp reported that the infection involved the pain device system catheter not the lead for her stimulator system. The hcp reported that the pt had been transferred to her pain pump physician for further care. Add'l info has been requested from the hcp, but was not received as of the date of this report. A follow-up report will be sent if add'l info is received.